Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the patient complained of skin irritation using clear adhesive patches. The patient had symptoms such as redness and swelling, with fluid leaking out after some time using them. The symptoms have been happening since the day patient started using eversense cgm system, which was back in (B)(6) 2019. The patient has a history of sensitive skin and have been using cortisone cream prescribed by the hcp.

Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is also a known and anticipated potential adverse effect. The patient has a history of sensitive skin to the adhesives. The symptoms (redness and swelling) began at the time when patient first started using eversense cgm system (october 2019). The patient consulted hcp who prescribed cortisone cream. Lot number and expiration date of the adhesive patches are not known since the patient doesn't have the package anymore. Bandage or tegaderm weren't being used. Currently the patient is not using any adhesive patches and uses a fixing band to secure the transmitter. The patient is still using eversense cgm system. This incident does not require any further investigation.